Manufacturer narrative:
(B)(4).

Event description:
Alleged event: the surgeon was inserting the optical port the trocar broke. The optical asymmetrical tip came unattached from the metal shaft of the device. The cannula also chipped when heavy force was applied to trocar and patient. One piece of the cannula fell into the patient's abdomen. A second piece of plastic was found in the duckbill of trocar. The optical tip was then recovered and no further shards of plastic were seen on the x-ray or visually. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The lot number does not match the part number reported in the complaint. Per DHR the product 405912rc weckvista 5-10-12mmx100mm ridged cannula, lot # 73l1400002 was manufactured on 11/03/2014 a total of 336 pieces. Lot was released on 11/06/2014. DHR investigation did not show issues related to complaint. Since lot number was not identified, and we were not able to determine the lot number used for the optical obturator. Additional test were performed to provide some context on the strength of the optical tip. Sample provided p/n 405912r did confirm visually the tip to be broken. However the root cause could not be confirmed. Per complaint description "the cannula also chipped when heavy force was applied to trocar and patient". Additionally lot number 73l1400002 belongs to a p/n 405912rc. No additional actions will be taken at this time.

Event description:
Alleged event: the surgeon was inserting the optical port the trocar broke. The optical asymmetrical tip came unattached from the metal shaft of the device. The cannula also chipped when heavy force was applied to trocar and patient. One piece of the cannula fell into the patient's abdomen. A second piece of plastic was found in the duckbill of trocar. The optical tip was then recovered and no further shards of plastic were seen on the x-ray or visually. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product (B)(4) weckvista 5-10-12mmx100mm ridged cannula, lot number 73l1400002 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon was inserting the optical port the trocar broke. The optical asymmetrical tip came unattached from the metal shaft of the device. The cannula also chipped when heavy force was applied to trocar and patient. One piece of the cannula fell into the patient's abdomen. A second piece of plastic was found in the duckbill of trocar. The optical tip was then recovered and no further shards of plastic were seen on the x-ray or visually. The patient's condition was reported as unknown.